Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the thermal therapy system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer of the thermal therapy system has been received by the manufacturer for evaluation. However, results are unavailable at time of filing. Concomitant medical products: other relevant device(s) are: product ID: 9735940, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitors of the thermal therapy system lost display functionality after boot up. It was reported that the system booted up normally initially prior to the issue occurring. Power was cycled to the thermal therapy system but the reported issue recurred. Additionally, the mouse was not receiving power on the system. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer did not power on. There was a "no input" message to the monitor. It was suspected that the computer had a failed motherboard. Analysis found that the reported event was related to a computer component issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.